Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "white screen (no apparent physical damage)" was reproduced. Due to the irretrievable software version and event history log, it can be concluded that the white screen occurred at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the processor pcb. The processor pcb is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.